Manufacturer narrative:
(B)(4). Date sent: 6/9/2020. Investigation summary the device was returned with the tissue pad lifted to proximal side and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted/lifted it. No other anomalies were noted.

Manufacturer narrative:
(B)(4). Batch # t9362x. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the white tissue pad was fallen off during procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.